Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial poly wear, loosening and subsidence, and femoral loosening. The loosening occurred at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. Osteolysis was also reported.